Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on 01/03/2014. A product evaluation confirmed the customer reported problem as the ac prong is out of position. The product evaluation also revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. This issue with a revision n damaged transformer housing for the pump in style device is currently being investigated under (B)(6) a visual examination of the power supply revealed both ac prong is out of position and the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform voltage across the dc plug due to condition of the power adapter. Resistance across the dc plug was measured 0.742 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 57.5 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
On (B)(6) 2013, the customer reported to medela customer service that one prong was pushed all the way into the transformer housing. During the product evaluation on 10/31/2014, the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.